Manufacturer narrative:
The device was not returned for eval. There were no anomalies identified during the internal review of the DHR of the system console. If additional info is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The pt suffered a pneumothorax post superdimension procedure. Additional questions have been extended to the site. If additional info pertinent to the incident is obtained a follow-up report will be submitted.